Manufacturer narrative:
(B)(4). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of compliant: USA. Customer complains that during surgery on (B)(6) 2016 the clips did not fire. Customer stated that incident did not contribute to a surgical delay, no patient injury reported.

Manufacturer narrative:
No product at hand. The device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. No product available and therefore analysis is not possible. No CAPA is necessary.